Event description:
It was reported that a pt underwent a hernia repair procedure on an unk date. Mesh was placed preperitoneally. The pt returned to the surgeon with a recurrent hernia. A re-operation was required. The surgeon opines that the hernia recurred because the initial mesh was implanted preperitoneally not intraperitoneally.

Manufacturer narrative:
(B) (4). (B) (4). Recurrent hernia. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.